Event description:
Implanted the pedinail on 7/6 and at the end of the case noticed that the nail had migrated approx. 15mm more distal than intended. This occurred because of the difficulty in determining the proximal end of the nail under fluoroscopy while it's attached to the insertion handle. We implanted an end cap to make up for it. During the post op clinic appointment on november 3rd, the pt's mother indicated that her daughter was experiencing new pain in her left hip area. The mother and patient also stated that it appeared her left foot had started to angle inward slightly. Doctor indicated that he feels like it broke due to the most proximal screw being 15mm more distal than planned where there is clearly less bone.